Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an rtsa procedure in the shoulder blade treating cta on (B)(6) 2021. The procedure was completed with delta extend system, and the patient was x-rayed postoperatively without any issue. On (B)(6) 2021 it was found that the fragmented tip of the drill bit had been left in the shoulder blade. Any adverse effect to the patient has not been reported. So the patient is not scheduled for further medical intervention.